Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01551. It was reported the pt is not receiving effective stimulation. An sjm representative met with the pt and lead diagnostics showed multiple invalid contacts. X-rays were taken and did not show any abnormalities. Surgical intervention is pending to replace the lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.